Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to sui, endometriosis and pelvic pain. It was reported that following insertion the patient experienced pain, urinary/bowel problems and recurrence. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted with additional concurrent procedure: bso .

Manufacturer narrative:
(B)(4).